Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The patient went to the emergency room but was discharged with no interrogation of the pacemaker. The patient was referred to the physician for an evaluation of device operation. The pacemaker remains in service. No additional adverse patient effects were reported.